Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage was confirmed by the onsite evaluation of the abbott representatives. Additionally, photographs of the damage were submitted for review that confirmed the reported damage. Analysis of the submitted log files also confirmed the reported pump stop event that is consistent with driveline damage. The account submitted three photographs for review. These photographs revealed a cut in the pump cable adjacent to the inline connector bend relief. This cut appeared to penetrate the outer jacket, revealing underlying layers. The extent of the damage could not be conclusively determined through the evaluation of the submitted photographs alone. Another picture was submitted of the system controller with four dashes. This was due to both of the controller¿s fuses (fuse a and fuse b) being open causing no power to the pump. Due to the pump not receiving power as a result of the open fuses, there was no communication between the pump and the controller. Evaluation of the log files from the primary system controller contained data from (B)(6) 2024 through (B)(6) 2024. This file confirmed that the pump was operating as intended until (B)(6) 2024 when controller internal fault, low flow, and lvad off alarms activated with opc_a and opc_b open fault flags. The opc_a and opc_b open fault flags indicate that both of the controller¿s fuses (fuse a and fuse b) were open causing the lvad_off alarms due to no power to the pump. Approximately 1 second later com_a, com_b, pwr_a and pwr_b faults became active due to the pump not receiving power. These alarms and fault flags are consistent with the driveline damage observed in the submitted photos. No other notable events or alarms were captured. The pump appeared to operate above the fixed speed prior to these events. The patient remained ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number b)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also explains all alarms and the actions associated to resolve the alarms. Section 8 of the IFU, "equipment storage and care", explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook also contains information regarding how to clean and care for the driveline, including a section entitled "what not to do: driveline and cables." This section also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 of the handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a driveline repair was requested. A repair was scheduled for (B)(6) 2024. Abbott engineers were onsite on (B)(6) 2024 to investigate the pump end of the driveline. After cutting away the layers, it was noted that 5 of 6 of the wires had breaches in the wire insulation. The conductors themselves did not look damaged. The breached areas of the wiring were wrapped in non-conductive kapton tape. The area was sealed with more kapton tape and two layers of rescue tape. The pump was operating as expected. The patient was fine.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the night of (B)(6) 2024 the patient accidentally cut their driveline with a knife and damaged the insulation of two driveline conductors on the pump side. In the time the pump stopped and the communication between the pump and controller was disturbed. No parameters were seen on the controller. The patient was stable. The hospital tried to stabilize the driveline the conductors temporarily with some plastic bars, drainage tube, and resq tape. The controller was exchanged at 11:27 pm and the pump started again without any issues. Log files were provided and confirmed all issues. A shortage between the two damaged conductors during the event was suspected as the two fuses inside the primary controller were broken (ocp and b fault). The duration of the pump stop was around 40 minutes, from 10:48 pm to 11:27 pm. Follow-up log files showed normal values in all areas. The pump was running as expected at this time and the patient felt fine. Further steps were being discussed. Controller MFR # 2916596-2024-00126.